Manufacturer narrative:
Corrected data: date of report.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level approximately two years ago (375 mg/dl). Customer stated they consumed sweets and this caused their bg level to become elevated. A bolus was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.